Event description:
Dealer states-the customer called in and last night while pushing his mother in this chair down the sidewalk, they hit a bump. She went flying forward and luckily was caught. She flew forward because both the caster wheels were damaged. One completley shattered and the other bent. She is a small statured woman and the customer states that they did not hit the bump hard at all. RMA #860207548. No injury alleged.